Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient experienced an appropriate treatment event. The patient received four appropriate treatments. The patient was in ventricular tachycardia (vt) at 170 bpm for treatments 1, 3, and 4, and the patients rhythm was vt at 180 for treatment 2. The patient also received two additional treatments. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the inappropriate detection. The appropriate treatment events successfully converted the patient's arrhythmia to a life-sustaining rhythm of atrial fibrillation with and without pvc's and transitioning to vt. It was reported that after the treatment the patient had blue gel on his body and the patient reported a small burn under the front therapy electrode pad. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the burn is unknown.